Event description:
A surgeon reported following an intraocular lens (iol) exchange procedure, a patient experienced pain in eye, vomiting, vertigo, vitreous loss, iris prolapse, nauseated, photosensitivity, eyelid swelling, blurred vision, facial pain, smoky black area in vision, irregular pupil, mucus, hard to read, hard to drive, halos, floaters, iris atrophy, flashing lights, and traumatic mydriasis. The surgeon reports the eye is stable and the lens is perfectly centered. The initial implanted lens was reported on manufacturer report number 119421-2015-05411.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Initial reporter: zip code is not indicated at this time. (B)(4).